Manufacturer narrative:
Date sent to the FDA: 03/17/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent a pelvic floor prolapse procedure in (B)(6) 2005. The pt experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The pt has undergone multiple surgeries and revisionary procedures, including excision of the mesh between (B)(6) 2009 and (B)(6) 2010. No additional info was provided.